Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the eccentric, de novo lesion was located in the distal right coronary artery (rca), which was moderately tortuous, heavily calcified, and had 99% stenosis. The voyager 2.25 x 12 balloon catheter was being used to pre-dilate the lesion/when the balloon ruptured during the first inflation at 8 atmosphere. A non abbott balloon catheter was used without an issue and the procedure was completed. Reportedly, there was no pt effects.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the device was discarded. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous, heavily calcified, and 99% stenosed. There was no report of any leaks noted during preparation for use, suggesting that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation attempt. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.